Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that just after the lead was implanted, it dislodged. When physician attempted to place the lead again, the lead insulation broke. There were no adverse consequences to the patient and patient was stable prior, during and post implant.